Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the large hem-o-lok clip applier instrument wrist would not rotate normally. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. The reported complaint was confirmed during failure analysis. This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument was found to have a derailed grip cable at the proximal end. The yaw motion may be non-intuitive as a result. The grips clip test was performed and failed. The clip would not apply to the rubber test hose.